Event description:
It was reported by the patient that 7 months post a coronary drug eluting stenting treatment procedure when a 3.00x12mm taxus express2 drug eluting stent was deployed "she has had "trouble breathing and sleeping, chest pain, tightness in her left arm, and no energy" for 2 months. Her hcp also took her off all her "heart meds" 2 months ago. She states that the symptoms "get worse every day." Patient had a bare metal stent implanted 10 years ago." No additional patient complications were reported. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
H6 - the cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 8253270 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.